Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. Approximately eight years post filter implantation, the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, tilt, embedment, perforation of the filter through the inferior vena cava (ivc) wall and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately eight years post filter implantation, the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, tilt, embedment, perforation of the filter through the inferior vena cava (ivc) wall and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that approximately eight years post filter implant the filter tilted, was noted to be embedded, perforated through the inferior vena cava (ivc) wall and there was a failed retrieval attempt. The patient also reports experiencing pain, stress and anxiety due to the filter still being implanted. The indication for the filter implant was morbid obesity. The filter was placed via the right common femoral vein and deployed over the l3 vertebrae. Post implant fluorogram confirmed good position and orientation. The patient tolerated the procedure well. Approximately 8 years and 1-month post implant the patient underwent an unsuccessful percutaneous approach to remove the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately eight years post filter implantation the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, tilt, embedment, perforation of the filter through the inferior vena cava (ivc) wall and a failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the preoperative diagnosis was morbid obesity. The filter was deployed over the l3 vertebrae. Post implantation fluorogram confirmed good position and orientation. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years, 1-month post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and device unable to be retrieved. Approximately 8 years, 1-month post implantation patient had an attempted but unsuccessful percutaneous removal procedure. The patient also reports suffering from anxiety.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.